Event description:
Customer called to report the insulin pump alarmed for motor error during the prime process. Blood glucose reading was 178 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).